Event description:
Patient reported a left side "possible rupture." Healthcare professional confirmed the event. Healthcare professional additionally reported "stable benign-type calcifications in the left breast." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a broken striated opening on the anterior. Based on the device analysis the final assessment is: a striated broken opening on the anterior assessed as surgical damage, consistent in the use of some surgical tool. No calcification was observed.

Event description:
Patient reported a left side "possible rupture." Healthcare professional confirmed the event. Healthcare professional additionally reported "stable benign-type calcifications in the left breast." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "stable benign-type calcifications".

Event description:
Patient reported a left side "possible rupture." Healthcare professional confirmed the event. Healthcare professional additionally reported "stable benign-type calcifications in the left breast." Device has been explanted.